Manufacturer narrative:
The investigation determined that higher than expected vitros amon (ammonia) results were obtained from vitros liquid performance verifiers (lpv) using vitros chemistry products amon slides lot #: 1018-0252-1920 on a vitros 350 chemistry system. The most likely assignable cause of the imprecise vitros amon quality control results is an instrument related issue. Prior to service actions performed by an ortho field engineer (fe), two separate precision runs yielded imprecise results for both levels of vitros lpv fluids as the site was attempting to validate vitros amon and add it to the menu of the vitros 350 chemistry system. The results of the precision testing were outside the validation guidelines. After service actions were performed by the ortho fe which included replacing the sample metering pump, replacing the evaporation caps, cleaning out the microslide incubator, cleaning the optics of the reflectometer, adjusting a filter, replacing the lamp socket and lamp and completing all related adjustments; vitros amon within-run precision testing was conducted which yielded results that were within acceptable guidelines. This indicates that an instrument related issue is the likely assignable cause of the event.

Event description:
A customer obtained higher than expected vitros amon (ammonia) results from vitros liquid performance verifiers (lpv) using vitros chemistry products amon slides lot#: 1018-0252-1920 on a vitros 350 chemistry system. Vitros lpv I lot k7186 vitros amon result of 94.4 umol/l versus an expected result of 45.2 umol/l. Vitros lpv ii lot j6667 vitros amon result of 251.9 umol/l versus an expected result of 186.9 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros amon result were obtained from non-patient fluids. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).